Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had one either not giving him the insulin he needs and blood glucose gone way up and then it did not give enough at times and blood glucose drops so he was going to say something was wrong with insulin pump. Customer stated he was getting insulin flow blocked alarms and his blood glucose was staying in 140 mg/dl to 160 mg/dl range and he was expecting it to be around 100 mg/dl. The device will not be returned for analysis.